Event description:
Additional information received from the consumer reported in 2019 their battery ¿fell out of their chest¿ so in 2020 they were implanted again, but this time it was located in their abdomen due to their chest being ¿worn out.¿ the consumer mentioned it was always a suspicious sight due to the site acuminating fluid. The surgeon drained the fluid and no infection was found, but then the patient started to not feel well and their family physician told them it was starting to collect fluid. The patient went back to the surgeon and remove the ins. The patient had to stay a week in the hospital on IV antibiotics and was released to a rehab facility due to being set back and their parkinson¿s medications were completely ¿out of whack.¿ the hcp was able to get the patient through six weeks of medications. However, the device fell out again. The patient was now implanted on the right side and the new ins had been in the same spot for years.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep that the left chest infected battery and extensions were removed. They re-implanted on opposite side of body a new battery and new extensions. It is hoped that with the smaller percept battery and it¿s rounded edges will help prevent eroding through skin again. Also, the surgeon used the tyrex bacterial envelope to also help with pocket infection.

Manufacturer narrative:
Continuation of d10: product ID 3708660 lot# serial# (B)(6) implanted: (B)(6)2020 product type extension product ID 3708660 lot# serial# (B)(6) implanted: (B)(6)2020 product type extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has an infection again at the battery site. The cause of the infection is unknown. This infection has reoccurred a few times now. The patient is completely reliant on therapy. Additional information was received from the manufacturer representative (rep) reporting the removal of battery and extensions is scheduled for tomorrow and possibly re-implant in a different pocket. They will also try and use tyrex. The infection was not yet resolved.